Event description:
It was reported that the 1.0ml bp 31g x 6mm u-40 insulin syringe experienced leakage. The following information was provided by the initial reporter: I have been using bd glide with tbl since last 40 years and never experienced such problem. Syringes have a leakage problem at junction of needle and stem in all syringes I have used so far .

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 9161795. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1.0ml bp 31g x 6mm u-40 insulin syringe experienced leakage. The following information was provided by the initial reporter: I have been using bd glide with tbl since last 40 years and never experienced such problem. Syringes have a leakage problem at junction of needle and stem in all syringes I have used so far .